Event description:
It was subsequently reported that the did receive an appropriate shock on (B)(6) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated that the device "went off" and they felt a funny, warm sensation from their chest area and experienced dizziness. The patient was seen by the physician and was told that the device "went off." The device remains in use. No further patient complications have been reported as a result of this event.